Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had migrated to abdominal cavity and perforated fallopian tubes (fat pad over the colon)/ malposition of essure device") and endometrial ablation ("ablation") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failure removal" on (B)(6) 2010. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2001.). Concurrent conditions included obesity, abdominal pain and pelvic prolapse (treated with a bladder sling feb2015). Concomitant products included medroxyprogesterone (depo provera) and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 4 months 27 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("pain near fallopian tubes (constant and severe)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, endometrial ablation, adnexa uteri pain, weight increased, depression and anxiety outcome was unknown and the dyspareunia and dysmenorrhoea was resolving. The reporter considered adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation and weight increased to be related to essure. The reporter commented: *it was reported that failure to occlude (close) fallopian tubes and she had tubal ligation. Pelvic organ prolapse treated with a bladder sling (B)(6) 2015. Her right tube was closed but the left tube was fulgurated. The right tube was not patent but the left showed spillage. She has an essure device in the abdominal cavity, which is slightly adherent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on 10-jun-2010: negative; on (B)(6) 2010: unilateral occlusion (left tube occluded) on (B)(6) 2010, she had laparoscopic coagulation of the left fallopian tube. Her current weight is 330 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received, event added are as follows- depression and mental anguish. Events onset date added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had migrated to abdominal cavity and perforated fallopian tubes (fat pad over the colon)/ malposition of essure device") and endometrial ablation ("ablation") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failure removal" on (B)(6) 2010. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2001.). Concurrent conditions included obesity, abdominal pain and pelvic prolapse (treated with a bladder sling (B)(6) 2015). Concomitant products included medroxyprogesterone (depo provera) and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 4 months 27 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain near fallopian tubes (constant and severe)") and weight increased ("weight gain"). The patient was treated with surgery (tubal ligation on (B)(6) 2010, hysterectomy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, endometrial ablation, adnexa uteri pain and weight increased outcome was unknown and the dyspareunia and dysmenorrhoea was resolving. The reporter considered adnexa uteri pain, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation and weight increased to be related to essure. The reporter commented: *it was reported that failure to occlude (close) fallopian tubes and she had tubal ligation. Pelvic organ prolapse treated with a bladder sling (B)(6) 2015. Her right tube was closed but the left tube was fulgurated. The right tube was not patent but the left showed spillage. She has an essure device in the abdominal cavity, which is slightly adherent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: negative; on (B)(6) 2010: unilateral occlusion (left tube occluded) . On (B)(6) 2010, she had laparoscopic coagulation of the left fallopian tube. Her current weight is 330 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet was received: the event ablation was added. The reported event perforation fallopian tubes, migration of essure device (fat pad over the colon)/ malposition of essure device (location unknown) was updated to essure device had migrated to abdominal cavity and perforated fallopian tubes (fat pad over the colon)/ malposition of essure device. Reporter information was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had migrated to abdominal cavity and perforated fallopian tubes (fat pad over the colon)/ malposition of essure device') and endometrial ablation ('ablation') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2001.). Concurrent conditions included obesity, abdominal pain and pelvic prolapse (treated with a bladder sling (B)(6) 2015). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced complication of device removal ("failure removal"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain near fallopian tubes (constant and severe)") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, endometrial ablation, adnexa uteri pain, weight increased, complication of device removal, depression and anxiety outcome was unknown, the dyspareunia and dysmenorrhoea was resolving and the genital haemorrhage had resolved. The reporter considered adnexa uteri pain, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, genital haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2010-tubal ligation *it was reported that failure to occlude (close) fallopian tubes and she had tubal ligation. Pelvic organ prolapse treated with a bladder sling (B)(6) 2015. Her right tube was closed but the left tube was fulgurated. The right tube was not patent but the left showed spillage. She has an essure device in the abdominal cavity, which is slightly adherent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: negative; on (B)(6) 2010: results: unilateral occlusion (left tube occluded). On (B)(6) 2010, she had laparoscopic coagulation of the left fallopian tube. Her current weight is 330 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-jan-2020: added new event abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had migrated to abdominal cavity and perforated fallopian tubes (fat pad over the colon)/ malposition of essure device') and endometrial ablation ('ablation') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2001.). Concurrent conditions included obesity, abdominal pain and pelvic prolapse (treated with a bladder sling (B)(6) 2015). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced complication of device removal ("failure removal"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In december 2015, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain near fallopian tubes (constant and severe)") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, endometrial ablation, adnexa uteri pain, weight increased, complication of device removal, depression and anxiety outcome was unknown, the dyspareunia and dysmenorrhoea was resolving and the genital haemorrhage had resolved. The reporter considered adnexa uteri pain, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, genital haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2010-tubal ligation. It was reported that failure to occlude (close) fallopian tubes and she had tubal ligation. Pelvic organ prolapse treated with a bladder sling (B)(6) 2015. Her right tube was closed but the left tube was fulgurated. The right tube was not patent but the left showed spillage. She has an essure device in the abdominal cavity, which is slightly adherent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: negative; on (B)(6) 2010: results: unilateral occlusion (left tube occluded). On (B)(6) 2010, she had laparoscopic coagulation of the left fallopian tube. Her current weight is 330 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had migrated to abdominal cavity and perforated fallopian tube/ perforation fallopian tubes/ perforation fallopian tubes, migration of essure device (fat pad over the colon)/ malposition of essure device (location unknown)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2001.). Concurrent conditions included obesity, abdominal pain and pelvic prolapse (treated with a bladder sling (B)(6) 2015). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 6 months 5 days after insertion of essure, the patient experienced complication of device removal ("failure removal"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain near fallopian tubes (constant and severe)") and weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2010 tubal ligation). At the time of the report, the fallopian tube perforation, dyspareunia, dysmenorrhoea, adnexa uteri pain, weight increased and complication of device removal outcome was unknown. The reporter considered adnexa uteri pain, complication of device removal, dysmenorrhoea, dyspareunia, fallopian tube perforation and weight increased to be related to essure. The reporter commented: *it was reported that failure to occlude (close) fallopian tubes and she had tubal ligation. Pelvic organ prolapse treated with a bladder sling (B)(6) 2015. Her right tube was closed but the left tube was fulgurated. The right tube was not patent but the left showed spillage. She has an essure device in the abdominal cavity, which is slightly adherent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: negative; on (B)(6) 2010: unilateral occlusion (left tube occluded) on (B)(6) 2010, she had laparoscopic coagulation of the left fallopian tube. Her current weight is 330 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-feb-2018: reporters added and updated patient demographics. Historical condition,concomitant disease, laboratory data, were added. Updated suspect drug inaction. Added events perforation fallopian tubes, migration of essure device (fat pad over the colon)/ malposition of essure device (location unknown), dyspareunia (painful sexual intercourse) dysmenorrhea (cramping), failure removal, weight gain. Updated events and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had migrated to abdominal cavity and perforated fallopian tubes (fat pad over the colon)/ malposition of essure device') and endometrial ablation ('ablation') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 ((B)(6) 1998 and (B)(6) 2001. Concurrent conditions included obesity, abdominal pain and pelvic prolapse (treated with a bladder sling (B)(6) 2015). Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced complication of device removal ("failure removal"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("pain near fallopian tubes (constant and severe)") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, endometrial ablation, adnexa uteri pain, weight increased, complication of device removal, depression and anxiety outcome was unknown, the dyspareunia and dysmenorrhoea was resolving and the genital haemorrhage had resolved. The reporter considered adnexa uteri pain, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, genital haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2010-tubal ligation *it was reported that failure to occlude (close) fallopian tubes and she had tubal ligation. Pelvic organ prolapse treated with a bladder sling (B)(6) 2015. Her right tube was closed but the left tube was fulgurated. The right tube was not patent but the left showed spillage. She has an essure device in the abdominal cavity, which is slightly adherent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: negative; on (B)(6) 2010: results: unilateral occlusion (left tube occluded). On (B)(6) 2010, she had laparoscopic coagulation of the left fallopian tube. Her current weight is 330 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had migrated to abdominal cavity and perforated fallopian tube") in a female patient who received essure for female sterilization. On (B)(6) 2010, the patient started essure. On (B)(6) 2010, 148 days after starting essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (in (B)(6) 2010 tubal ligation). At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and describes that essure device had migrated to abdominal cavity and perforated fallopian tube (seen as fallopian tube perforation) which is serious event due to medical significance and anticipated in the reference safety information for essure. In this particular case, the consumer experienced a fallopian tube perforation and the device migrated into abdominal cavity and underwent a tubal ligation approximately five months after essure's insertion. Fallopian tube perforation is a potential complication of essure insertion or removal. Although the exact time point of fallopian tube perforation is unknown, given events' nature causality cannot be excluded. This case was regarded as incident since intervention was required. The product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and describes that essure device had migrated to abdominal cavity and perforated fallopian tube. In this particular case, the consumer experienced a fallopian tube perforation and the device migrated into abdominal cavity and underwent a tubal ligation approximately five months after essure's insertion. Fallopian tube perforation is a potential complication of essure insertion or removal. Although the exact time point of fallopian tube perforation is unknown, given events' nature causality cannot be excluded. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Further information is expected only through litigation process.